Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced 20-may-2022 for an issue related to ¿system fault¿. Visual and functional tests were performed. The customer's reported problem was not duplicated but functional test found error code 112. The most probable cause of the error is an intermittent motor. In order to correct the problem, the motor was replaced as well as the front/rear housing, housing seal, syringe, battery cap, keypad and rear label. The device has since passed all functional tests.

Event description:
It was reported that the device had a system fault. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.